Manufacturer narrative:
Batch review performed on 15 february 2018: lot 173582: (B)(4) items manufactured and released on 24 october 2017. Expiration date: 2022-10-15. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unavailable. The surgeon washed out the hip and swapped the insert. The surgery was completed successfully.